Event description:
A physician reported that during an intraocular lens (iol) implant surgery, the device injected fast and went through the posterior capsule. The lens was exchanged with another lens. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported for the lot the manufacturer internal reference number is: (B)(4).